Event description:
It was reported that a lead safety switch (lss) was triggered due to this right ventricular (rv) lead exhibiting high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed that this rv lead pacing impedances measured greater than 2000 ohms. The presenting electrogram (egm) showed noise on the rv lead as well. Subsequently, a lead revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.